Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve appeared discolored showing evidence of blood contact. Both leaflets were in the closed position and appeared intact with no evidence of damage such as cracks or surface anomalies. Both inflow and outflow valve hinge mechanisms appeared intact. The orifice appeared intact with no evidence of damage. Using an actuator to test leaflet movement, the leaflets appeared to move without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was concluded that all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the device history record. All processes were carried out as per relevant procedures and met specification. The returned device was deemed acceptable. It was stated by the facility that there were no issues with the device and the event was caused by a sizing error. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 22mm aortic mechanical valve, it was reported that "after aortic declamping, the patient's heart beat did not resume". It was reported that the surgeon suspected the valve was blocking the coronary artery. The 22mm aortic valve was explanted and replaced with a 20mm mechanical valve of the same model. It was reported that there was no malfunction of the 22mm valve itself, rather that this was caused by a sizing error. No additional adverse patient effects were reported.